Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in a shunt of the moderately tortuous and mildly calcified left antebrachial vein. The f/g sterling otw 4.0 x 40 / 40 (4f) balloon was inflated. The first inflation was to ten atmospheres. The second through the fourth inflations were to fourteen atmospheres, and on the fifth inflation the balloon ruptured at fourteen atmospheres. The device was removed intact. The procedure was completed with a 6 x 40 mm sterling balloon catheter. The pt status is good with no complications reported.

Manufacturer narrative:
(B)(6). The complainant device was not returned for analysis. The mfg records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context but the performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors. (B)(4).